Event description:
Follow up call was done to the customer in regards to carelink complaint. Customer reported her issues haven't been resolved. Customer stated easter morning her blood glucose had been over 600 mg/dl and treated with a manual injection. Customer reported the sensor reading have inaccurate and been alarming high reading when blood glucose was low and vice a versa. Customer stated her blood glucose was 200 mg/dl ten minutes ago and rechecked it to calibrate the sensor and it was 208 mg/dl. Customer initially calibrated the sensor with 400 mg/dl and blood glucose was 480 mg/dl. Customer was advised how to properly calibrate the sensor. Customer pulled out the sensor and cannula was bent. Customer was advised to return the sensor for further analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. Also found sensor's cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.